Event description:
A 4.0 cancellous and 4.0 locking screw head broke what being placed into a proximal lateral tibia plate.

Manufacturer narrative:
Evaluation summary: the reported event that the screw broke could be confirmed. Based on investigation, the root cause of the determined event was attributed to a user related issue. The surface of the fracture indicates that the breakage occurred due to a great force. The fracture surface is shown on figure 3 of the image documentary report. The op tech sps small fragment set (ref# (B)(4) lot c0107) was reviewed: whilst all of the cortical screws in the set are self-tapping, the inclusion of the tap offers clinicians the option of pre-tapping in dense cortical bone. [Original statement] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
A 4.0 cancellous and 4.0 locking screw head broke what being placed into a proximal lateral tibia plate.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.